Manufacturer narrative:
Device used for treatment, not diagnosis. (B)(4). Device malfunctioned intra-operatively and was not implanted / explanted. Device is expected to be returned to synthes manufacturer for evaluation /investigation, but has yet to be received. Device history records review was conducted. The report indicates that: DHR review for: part # 04.117.304s /lot # 9319452. Manufacturing location: (B)(4). Manufacturing date: 20.jan.2015. Expiry date: 01.jan.2025. No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes on an event in (B)(6) as follows: the reported devices were used in surgery for humeral distal fracture on (B)(6) 2016. The surgeon applied va-lcp (variable angle locking compression plate) distal humerus plate for distal humeral nonunion. He inserted a va screw in the distal outer hole but he couldn¿t lock because it span around. He used other size of screw but still it didn¿t lock. As he used the first screw to an inner plate, it locked without problems thus he collected only the plate. There is no information available about patient and surgical outcome. There was a surgical prolongation of 10 minutes reported. This complaint involves 1 part. Concomitant device: 2x unk va screw. This report is 1 of 1 for com-(B)(4).

Manufacturer narrative:
(B)(6). A product investigation was completed: the visual inspection of the returned va-lcp distal humeral plate, part 04.117.304s, lot 9319452, has shown that the thread of the outer hole is shared off as complained. The rest of the implant is otherwise in good condition. Because of the damages the complaint relevant dimensions cannot be checked to print specifications anymore. The manufacturing document shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. The measurable dimensions were well documented and all within the valid specifications. Lot 9319452 was manufactured in january 2015. Based on the received information we cannot determine the exact cause of this complaint. However, the condition of the threads indicates that it got damaged probably because of cross-threading and/or forcible use during insertion of the screw. Furthermore the anodized yellow color was abraded, which is a clear sign that the damage happened post manufacturing. Therefore we can confirm that the visible damages are not from any manufacturing non conformity. No indication for product related issue was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was noted that the surgeon used va-dhp for the first time, and he commented that he felt the screw came back against the drill path therefore he tried to correct the direction forcibly and that is the reason why the plate thread was shaved.